Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion testing was not reproduced. Evaluation sent the pump for downstream occlusion testing and received passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be downstream tubing guide and force sensor out of specification. The force sensor and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed the downstream occlusion detection test in the biomed service department. There was no patient involvement. No additional information is available.